Event description:
Caller states that the device read 7.6 inr while the lab read 5.23 inr. Caller states that coumadin was held until lab was received. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.